Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty iris potentiometer. System operates as intended.

Event description:
It was reported the system displayed a bad iris pot error on boot up. No patient injury was reported.